Event description:
The caller alleged discrepant results when compared with the lab results. The results are as follows: date: 2008, inratio: 1.2, lab: 7.0.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 1.2, lab: 7.0, mean: 4.1, confident limits: 2.4-6.1. As per internal procedure the inratio and lab values are not within the confident limit. The product will not be investigated.